Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The nature of the infection was not reported. On an unreported date, the patient was hospitalized for the event of infection. The treatment and outcome of the infection were not reported. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.